Event description:
It was reported that there was a loss of therapeutic effect, the patient was having problems with her device, and she didn¿t think it was working anymore. The patient was ¿backed up¿ and ¿clogged up¿ all the time and the device was implanted to help her use the restroom properly, but that wasn¿t happening anymore. The device wasn¿t going off anymore; the patient used to feel a ¿thump, thump, thump¿ and not too long afterwards she would use the restroom, but it didn¿t ¿thump¿ at all anymore. Now when the device was on, all she felt was a dull pain in the pelvic bone area, like in the bottom, and it kind of hurt her. She tried turning the device up. The device wasn¿t helping the patient going to the bathroom, it was just hurting her, so she turned it off. This had been going on for two months at the most. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2008, product type: extension; product ID 3093-33, lot# v148758, implanted: (B)(6) 2008, product type: lead; product ID 3031a, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported the patient thought the implant was affecting their bowels and the patient stated at the time of the call ¿now¿ it seemed like their muscles weren¿t working at all to keep their bowels in. The patient thought the implant might be dead or that something else was going on. The patient was redirected to their health care physician (hcp) to determine if their symptoms were related to the implant. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient. Patient reported she has had other gastro problems but she does not know if it is related to her interstim implant or if there is something else going on. She could tell her muscle weren¿t working correctly and that it was the job of the interstim to help with that. Patient stated it was hard to ¿sift through¿ the cause of the gastro problems until the problem with her stimulator was resolved. She was trying to find a healthcare provider (hcp) locally that she can go see regarding her interstim implant. There were no further complications that have been reported as a result of this event.